Event description:
The facility reported a flogard infusion pump that "is not working." It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump that "is not working" was confirmed as a f94 failure during the sample evaluation. The f94 failure occurred during device evaluation which was due to device not being used on ac power causing the main battery to be defective. Service replaced main batteries to resolve the reported problem.